Event description:
It was reported that the patient had a lead implanted in the arm. The patient typically had stimulation set at 0.95 volts with electrodes 0-2+3+ but the patient wasn¿t feeling any stimulation up to seven volts. Electrode impedance was tested at default 1.5 volts and 210 pulse width and all electrode pairs showed greater than 4000 ohms. Electrode impedance was increased to three volts and 450 pulse width. Low impedance was 2423 ohms on electrode 02 and 03 and high impedance was 3644 ohms on electrode 12 and 13. Reprogramming was done using electrode: 0+2- and the patient continued to feel no stimulation at 6.35 volts. At 2/3 the patient felt no stimulation at five volts. The implantable neurostimulator (ins) battery voltage was okay. An x-ray was recommended. The manufacturer¿s representative (rep) later noted that based on their conversation with tech. Services it looked like the lead was bad. The rep. Was planning on discussing it with the managing physician the week of (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was not determined and it was unknown if it was device related. The patient was seen in the healthcare provider¿s office two times. The patient said the implantable neurostimulator (ins) system had not been working and a manufacturer¿s representative (rep) was called to check the system and troubleshoot with the patient on (B)(6). When the patient was seen the second time on the 15th troubleshooting found the battery was out. The patient experienced a loss of stimulation but it was unknown if it was sudden or gradual. It was unknown how the patient was doing.

Manufacturer narrative:
Concomitant medical products: product ID: 7434a, serial# (B)(4), implanted:(B)(6) 2007, product type: programmer, patient. Product ID: 7496-51, serial# (B)(4), implanted:(B)(6) 1996, product type: extension. Product ID: 3987, serial# (B)(4), implanted:(B)(6) 1996, product type: lead. Product ID: 3987, serial# (B)(4), implanted: (B)(6) 1996, product type: lead. (B)(4).